Manufacturer narrative:
New information obtained on 02/10/2016: customer's mother reported hyperglycemia was resolved by changing the adapter. There is no longer a delivery allegation against the infusion device, and no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer's mother reported the customer has experienced hyperglycemia in the 300 mg/dl range despite delivering additional insulin via the infusion device, and she believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.